Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. It was revealed that the customer possessed a new in-warranty pump and opted to use it instead of receiving a replacement.